Event description:
The customer reported the sys does not stop emitting x-rays after the foot pedal is released. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the sys and replaced the foot pedal. Sys operates as intended.